Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in a shoulder arthroscopy, the tip was impacted, when the anchor was introduced into the bone, the tip of the handle was rolled, that is, it rotated between the anchor and did not push it so that it could be inserted, which caused half of the anchor to be left out. The implant was removed with pliers. A delay greater than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image shows biological debris on the device. The image does not show any deformation in the inserter. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor is part way on the distal end of the shaft. The threads of the anchor show signs of damage. The sutures, shaft, and anchor all have debris. A functional evaluation of the device could not be performed due to the condition in which the device was returned. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: component code.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image shows biological debris on the device. The image does not show any deformation in the inserter. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.